Event description:
Olympus (ofr) repair center was informed that the customer resection sheath was returned for a reported ¿product damage¿. The customer reported problem was found at an unspecified event. During the repair inspection, a portion of the ceramic insulation at the sheath¿s distal tip was found broken off and missing. This report is being submitted to capture the broken off component defect that was found during the olympus repair inspection. No death or injury and no impact to person or other has been reported to olympus.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, a portion of the ceramic insulation at the sheath¿s distal tip was found broken off and missing. The lot number on the device could not be identified. The inspection also noted, the device failed the leakage test due to wear of the sealant rings (o-rings). The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. Also, additional information was requested from the customer regarding the details of the event, but no information has been received to date. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and damage pattern, it¿s likely the damage to the insulation insert was induced mechanically due to the use of excessive force. As a result, it is most likely attributable to improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.).. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.